Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility a rubber gasket was missing. The device was not closing properly, with the potential for the housing to open and expose a non-sterile battery to a surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, a rubber gasket was missing. The device was not closing properly, with the potential for the housing to open and expose a non-sterile battery to a surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event, missing an o-ring, was confirmed. An aseptic housing bottom o-ring loose/missing failure mode was determined. There were no weld/bonding issues or any other symptom failures found. The device was archived by the manufacturer.